Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead experienced loss of capture, and was dislodged. The lead remains in use, and the doctor plans to reposition it. No further patient complications have been reported as a result of this event.